Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 87 mg/dl. Customer was treated with food. Customer experienced blood glucose level of 55 mg/dl. Drive support cap was normal. Customer was not alleging insulin pump for over delivering. The insulin pump will be returned for analysis.